Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 device was received with the channel shroud detached and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a pulmonary lobectomy procedure, the tissue was stapled, but only the blade was returned. The device locked inside the thorax and it was very difficult to open it. After many attempts, the device was removed but it had to be broken. It was not reported any adverse event to the patient, but this type of issue was risky because the procedure involved a section of the pulmonary hilo. Unknown how case was completed.

Manufacturer narrative:
(B)(4).at the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.